Manufacturer narrative:
A steris field service technician arrived on site, inspected the unit, and identified the user facility's water pressure was over specification. The technician reduced the user facility's water pressure and adjusted the hot water valve. The technician proactively replaced the steam valve, tested the unit and confirmed it to be operating according to specification. The technician discussed the water pressure with the hospital staff. The user facility opted to install a pressure regulator to their unit to address their water pressure levels. Moreover, the unit is located in the mechanical room which is away from most hospital employees. The technician advised the user facility to ensure their employees are not in the mechanical room while the unit is operating.

Event description:
The user facility reported their vision 1330l cart and utensil washer/disinfector leaked water from the port on top of the hot water tank. Water sprayed out and made contact with the user facility's employee. No medical treatment was sought or administered. The employee did not miss work due to the reported event.